Event description:
It was reported that during a da vinci-assisted prostatectomy, radical extraperitoneal without lymphadenectomy surgical procedure, the system had repeated error 23008. The customer performed system reboot but the issue reoccurred. The procedure was completed with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: a system reboot and hard power cycle were performed causing a 2 hours of procedure delay. The procedure was completed robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting a repeated error 23008, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported complaint and replaced the mtml to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. An event verification confirmed the prostatectomy - radical extraperitoneal without lymphadenectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the sites system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed repeated error 23008 related to the reported complaint. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the system generated a repeated error 23008 during procedure and the fse replaced the master tool manipulator- left (mtml) to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigations reproduced the failure (error 23008) during sine cycle. During evaluation, error 23008 was observed along axis 4. The complaint regarding error 23008 was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.